Event description:
Ous MDR - this lead was explanted and replaced due to noise events sensed on rv lead as ventricular arrhythmias. As a result, the patient received multiple delivered shocks. No adverse events were monitored during last follow-up with no prior recordings. Due to inappropriate therapy, the crtd battery was decreased significantly to 36% and during the lead extraction procedure the device was replaced as well.

Manufacturer narrative:
The lead and the ICD under complaint were returned and thoroughly analyzed. Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 22 months and 116 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Subsequently the lead was visually inspected showing multiple signs of wear along the lead body. In particular between 55.5 cm and 57 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the reported noise in the right ventricular channel. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted presumably from the leads insulation damage.